Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a right heart catheterization procedure due to suspected inaccurate measurements following weight loss. During the procedure, the sensor pressure was within an acceptable range while the patient performed breathing exercises. In turn, the doctor decided to not proceed with recalibrating the patient's sensor. Follow-up revealed the patient has been taking successful and accurate readings.